Manufacturer narrative:
An event regarding revision for unspecified reason involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as no devices were returned. Medical records received and evaluation: not performed as no medical records were provided for review. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined as insufficient information was provided. Further information such as device return, x-rays and operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Everything removed with spacer placement on (B)(6) 2015.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Everything removed with spacer placement on (B)(6) 2015.